Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient had an infection sometime the previous year. It is unknown if cultures were taken, when the infection was discovered, or where the infection was located. The infection was treated and had resolved.

Event description:
Additional information was received that the patient did not have an infection. The patient was put on two antibiotics but when cultures results were received they were negative.